Event description:
The pt's femur was fractured while broaching. Post-op x-rays revealed that the stem was disengaged laterally.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. A complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.